Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pacing lead impedance on the right ventricular lead was begin normal in the relevant bipolar configuration but when troubleshooting, it was noted that noise was seen in episodes. As far as resulting device therapy, oversensing occurred with noise reversion. Pt was brought into clinic for further testing. Lead remained implanted.